Manufacturer narrative:
UDI: (B)(4). Preliminary analysis results showed that an internal overconsumption is suspected.

Event description:
Reportedly, the subject device was not implanted due to 89bpm magnet rate and 3.0v battery. It was returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the subject device was not implanted due to 89bpm magnet rate and 3.0v battery. It was returned for analysis.

Event description:
Reportedly, the subject device was not implanted due to 89bpm magnet rate and 3.0v battery. It was returned for analysis. At reception, the battery voltage was 3,0v. Preliminary analysis showed that the device operated as specified.